Manufacturer narrative:
Correction: h6 (health effect - impact code).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported stroke remains unknown.

Event description:
Following an atrial fibrillation ablation procedure, the patient experienced an ischemic stroke with left-sided hemiplegia. An angioscopy was conducted and no occlusion, thrombus, or abnormalities were noted. A cerebral MRI was also conducted and a ischemic stroke was noted. Three hours following the procedure the patient recovered and was able to move again. Prior to the procedure, the left atrial appendage was checked via a transthoracic echocardiogram and no thrombus was noted. The activated clotting time was controlled during the procedure every thirty minutes and was noted to be normal. An ultrasound was performed at the end of the procedure and no issues were noted. No anomalies were noted during the procedure and there were no performance issues with the device.